Event description:
The chemo bag came spiked from pharmacy and when the rn took out the bag and hung it on the IV pole the tubing came disconnected from the bag. The chemo drug spilled out nothing happened to the pt. This is a problem with the connector, we have been using the product for greater than 4 yrs and have not had this problem previously. The company states it is a problem with not tightening the connector good enough. The staff are tightening so much now they can hardly remove and still are having the issue a year later.